Event description:
In 2009, the patient reported that he has lost weight recently and he has a lot of belly fat that is causing the infusion set cannula to kink. He stated this occurs every "couple" of days and his blood glucose becomes elevated. He stated that his blood glucose has ranged from 211-260 mg/dl since the previous night. His target blood glucose level is 100 mg/dl. He was sent sample infusion sets and information on infusion site management. Upon follow up eight days later, the patient's wife reported that the new infusion sets seemed to have resolved the issue. She believes the issue was with scar tissue. The patient began using his leg as an infusion site instead of his stomach. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.